Event description:
It was reported that the flow rate of the unit would drop to 10 mm hg and would then spike up to 65 mm hg. It was further reported that at one point the flow rate had spiked up to 110 mm hg.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.